Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01605 o2 o-arm sw 4.1.0 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3: software logs were analyzed by a medtronic representative. Error log review shows that at 12:09 the user pressed the hand switch and the system did not fire x-ray, but there are no indicators for why. Will pass to factory review. Firmware on the system is up to date, but did get misreported by the software are being incorrect. This issue can be caused by the umbilical being plugged in before the mvs is plugged into power. The user states this was not how she set up the machine, so this was also pushed to factory review. It was noted that the system was fully operational. Previously reported codes 10, 104, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. Upon arrival the system was operational. The error logs were reviewed and it showed that the hand switch was pressed but the system did not fire an x-ray but there were no indicators as to why. The firmware was up to date but it did get misreported by the software as being incorrect. It was noted that this issue could be due to the umbilical being plugged in before the mobile viewing stating is plugged into power however the user stated that this was not how it was set up. A software failure at the time of the event was confirmed. The system passed all tests and was fully functioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was booted up and they attempted to use the exposure button but it failed. They rebooted the system and received a standalone message. They rebooted the system again and received a standalone message along with a software mismatch. Another restart was done and they were able to take images and complete the spin. There was a delay of less than one hour and no impact to the patient.